Event description:
It was reported by the physician that a retrospective pt study involving vena cava filters was performed. The physician reported that he identified some cases of filter tilting, caudal migration, and/or perforation. Specific pt, product or event info was not provided; however, x-ray images were provided for review. In this case, the film review identified that the filter appeared to be tilted. In addition, there appears to be several filter limbs outside the contrast column on the venacavagram. The info available does not indicate there was any injury or adverse consequence to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. A product evaluation could not be performed as no sample was received. However, three images (x-rays, venacavogram) were reviewed. The images did not contain the date of when they were taken. The 1st and 2nd image appears to show the g2 filter placement using a femoral delivery system. The filter appears to be placed at the l1-l2 interspace and the filter appears to be slightly tilted. However, since a venacavagram was not returned, it cannot be definitively confirmed if the filter was tilted upon deployment. The 3rd image shows a g2 filter tilted approx 30 degrees, with several limbs appearing to be outside the contrast column. The film review confirms filter malposition and limb perforation. Definitive root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of the vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.